Event description:
Information received indicates the head section drifts down overnight.

Manufacturer narrative:
The hill-rom technician found the manual release valve was malfunctioning. The technician replaced the manual release valve to repair to the bed.